Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer received a motor arm cannot communicate with the main arm and post-reset ram crc alarms on their insulin pump. It was reported that the display went dark and the notification light blinked. It was reported that the batteries were removed and replaced in order to reset device. It was reported that soon after, the errors reoccurred. It was reported that the device is being replaced.

Manufacturer narrative:
The insulin pump was received with operating currents within specifications and passed self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected pump error 23 or pump error 4 noted during testing. The insulin pump had minor scratched lcd window and case.